Event description:
It was reported surgeon revised patient's left accolade hip due to pain. During revision surgeon noticed wear of the head at the head/stem junction. Trunnion was noted to be in good shape and removed head and liner - liner was described as "marked up" per surgeon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The event was confirmed as the femoral head was returned and evaluated with (B)(4). The root cause of the reported pain could not be determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported surgeon revised patient's left accolade hip due to pain. During revision surgeon noticed wear of the head at the head/stem junction. Trunnion was noted to be in good shape and removed head and liner - liner was described as "marked up" per surgeon.